Event description:
The reporter stated that she did back to back blood glucose tests within 5 minutes of each other, using separate finger sticks. Her results were 212, 427 and 325 mg/dl. She did not have any symptoms. During troubleshooting, a control solution test was high out of range, 150 (92-138). Retested using new control and new vial of strips, result was within range, 130 (92-138).